Event description:
Customer reported his insulin pump has a partial display. Customer's blood glucose was unknown, both at the time of the call and the time of the event. Customer uses energizer batteries. The device was not bumped or dropped. Customer mentioned that he changed his battery last night, and today the device is only showing two bars. He was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Insulin pump received with cracked and bleeding lcd glass. Insulin pump was unable to test for currents, due to cracked and bleeding lcd glass. Insulin pump also received with minor scratches on lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.